Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to high capture threshold at the same time the device was electively replaced. No further information is available.